Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance was low. X-ray revealed that the lead dislodged, and the svc coil was in the ICD pocket. The physician elected to turn off the svc coil and leave the lead as is.